Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Manufacturer narrative:
Additional manufacturer narrative: MDR report 9616091-2013-00128 was inadvertently submitted under MFR # 9616091. The correct MFR # for this report is 1531186.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states unit will not come on. MDR filed.